Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 27 months, oversensing with inappropriate shocks was reported via home monitoring. The device was explanted.